Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that soon after placement in the pt's room, blood leaked from the exposed area of the catheter at approx 15cm. As a result, the catheter was removed and replaced with a new one and used without issue. There was no reported delay, death or complications to the pt.